Manufacturer narrative:
No information about circuit actually showing reported error message was provided despite duly requested during follow-up activity. Review of livanova complaints database identified no other analogue issue notified since unit installation in 2015. The most likely root cause of the reported event is a blocked pump motor, likely due to environmental conditions such as water infiltration, humidity, condensation, or high temperatures, that required a power overload to work, possibly resulting in an over-current that might have ultimately caused damage to boards involved in the pumping mechanism and the generation of foam. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. This report was due on (B)(6) 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on (B)(6) 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during disinfection, foam was in the 3t heater cooler and the device displayed error pump uses too much power (e06). There was no patient involvement.